Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and medical images but were denied as patient authorization is needed. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. However, the explant of the device was confirmed as two (2) still photos of the explanted device were provided from the endologix representative. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the physician elected to explant the devices due to a type 1a endoleak with sac growth. It was reported that the patient has a juxtarenal with only one kidney. Patient also has chronic obstructive pulmonary disease (copd). Patient was reported as weak post intervention.